Event description:
It was reported that during laparoscopic supracervical hysterectomy procedure, the buttons worked intermittently. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.